Event description:
The following is based on medical records provided: on (B)(6) 2012, the patient underwent repair of a left inguinal hernia with a bard/davol perfix plug and excision of lipoma of the cords. Per operative dictation: a plug was placed in the internal inguinal ring and sutured to surrounding tissues with interrupted 2-0 vicryl sutures. A second onlay patch was then sutured to itself around the spermatic cord and positioned deep to the external inguinal ring. Two years later, on (B)(6) 2014 md office notes indicate the patient to have been experiencing left inguinal nerve pain. The pain is described as "shooting, squeezing, pressure and pinching." Subsequently, on (B)(6) 2014 the patient underwent implant of a nerve stimulator. A follow-up office visit, post implant of nerve stimulator implant, on (B)(6) 2014, the patient has had no relief and continues to have nerve pain. An md diagnosis of chronic abdominal pain with question to perform a triple neurectomy was made on (B)(6) 2014. The following is based on information provided by the contact: as alleged the patient began to experience severe abdominal pain, bowel movement problems, bulging, impotence, sexual dysfunction and pain while driving. These symptoms began right after the surgery and worsened as years passed. It is alleged that these symptoms have been assessed by a physician and were alleged to be associated with the mesh. As reported the patient is going to undergo a revision surgery. Addendum per patient medical records: on (B)(6) 2020 - following chronic left groin pain, the patient underwent a laparoscopic converted to open repair with triple neurectomy, lysis of adhesions and dense scar tissue and removal of the plug. Per explant operative report ¿dense scar tissue was encountered overlying the external oblique aponeurosis. This was fully dissected. Dense adhesiolysis was performed removing the dense scar tissue and dissecting the cord and encircling the cord with a penrose drain. This was densely adherent to a mesh plug (perfix plug), which was immediately posterior to this and within the inguinal canal. The mesh plug (perfix plug) was then removed from the floor of the canal. A large neuroma of the ilioinguinal nerve and iliohypogastric nerve was identified, resected and passed off as specimen. Once this was completed and the mesh was fully resected, mesh plug (perfix plug) was passed off as specimen.¿

Manufacturer narrative:
Based on medical record review two years post implant, the patient presented to his doctor with left inguinal nerve pain and was subsequently treated with the implant of a nerve stimulator. The medical records indicate that this gives the patient no relief. The contact reports that the patients symptoms have been assessed by a physician as being associated with the mesh and that the patient plans to undergo a revision surgery. However, there is no information in the medical records provided, stating a connection to the mesh in relation to the patients symptoms. No conclusion can be made. The warning section of the instructions-for-use states, "careful attention is required if fixating the mesh in the presence of nerves and vessels." To date this is the only reported complaint for this manufacturing lot of 504 units released for distribution in february 2012. Review of manufacturing records indicate product was manufactured to specification. Addendum: this is an addendum to the initial emdr submitted. This supplemental emdr is submitted to report the additional information received in the medical records. The explanted bard/davol perfix plug was not returned to the manufacturer for evaluation. No pathology or diagnostic information was included. As reported, there is no malfunction of the device with the information provided. Based on the medical records received, there is no way to determine whether the bard/davol perfix plug may have caused or contributed to the problems experienced as the surgeon indicated the patient had adhesions, scarring and nerve entrapment with a neuroma formation which also had to be removed. Adhesions are a known inherent risk of surgery, the instructions-for-use supplied with the device identifies adhesions as a possible complication. Updated fields: b4, b5, d7 (date of explant) g4, g7, h2, h6, h10. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - mesh explanted.

Manufacturer narrative:
Based on medical record review two years post implant, the patient presented to his doctor with left inguinal nerve pain and was subsequently treated with the implant of a nerve stimulator. The medical records indicate that this gives the patient no relief. The contact reports that the patients symptoms have been assessed by a physician as being associated with the mesh and that the patient plans to undergo a revision surgery. However, there is no information in the medical records provided, stating a connection to the mesh in relation to the patients symptoms. No conclusion can be made. The warning section of the instructions-for-use states, "careful attention is required if fixating the mesh in the presence of nerves and vessels." To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in february 2012. Review of manufacturing records indicate product was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
The following is based on medical records provided: on (B)(6) 2012, the patient underwent repair of a left inguinal hernia with a bard/davol perfix plug and excision of lipoma of the cords. Per operative dictation: a plug was placed in the internal inguinal ring and sutured to surrounding tissues with interrupted 2-0 vicryl sutures. A second onlay patch was then sutured to itself around the spermatic cord and positioned deep to the external inguinal ring. Two years later, on (B)(6) 2014 md office notes indicate the patient to have been experiencing left inguinal nerve pain. The pain is described as "shooting, squeezing, pressure and pinching." Subsequently, on (B)(6) 2014 the patient underwent implant of a nerve stimulator. A follow-up office visit, post implant of nerve stimulator implant, on (B)(6) 2014, the patient has had no relief and continues to have nerve pain. An md diagnosis of chronic abdominal pain with question to perform a triple neurectomy was made on (B)(6) 2014. The following is based on information provided by the contact: as alleged the patient began to experience severe abdominal pain, bowel movement problems, bulging, impotence, sexual dysfunction and pain while driving. These symptoms began right after the surgery and worsened as years passed. It is alleged that these symptoms have been assessed by a physician and were alleged to be associated with the mesh. As reported the patient is going to undergo a revision surgery.